Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal received information regarding customer¿s passing on (B)(6) 2020 from the attorney of the family. The information received on (B)(6) 2021 stated the reporter alleged hypoglycemia, the customer began using mmt-1715km 630g an insulin pump. Date of claimed event was (B)(6) 2019 and claimed event resulted in death. It was unknown that the caller will return the insulin pump.